Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 battery will not charge. Technical support: 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. Recommended send unit in for warranty repair. A review of the device history record showed the device had a manufacture date of 01/13/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. Tech support recommended send unit in for warranty repair a review of the complaint history record in trackwise and sap was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned

Event description:
The customer reported that the battery will not charge even though the device was plugged in overnight. No patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the battery will not charge even though the device was plugged in overnight. No patient involvement.